Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over inflation of the balloon. The complaint for the balloon burst was empirically confirmed based on the information provided by the field clinical specialist. Available information suggests that patient factors likely contributed to the event as per patient information provided, the aortic root was very calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for withdrawal difficulties and device separation was empirically confirmed based on the information provided by the field clinical specialist. Available information suggests that procedural factors (altered balloon profile, device manipulation) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in austria, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transaxillary approach. During the procedure, when the valve was fully deployed with nominal volume, the 26mm commander delivery system balloon burst completely. During the withdrawal of the 26mm commander delivery system, there were difficulties as a part of the balloon got stuck in the aorta. Eventually the delivery system was able to be withdrawn into the 14f esheath plus and removed as a unit. The patient was moved to surgery to remove the remaining parts of the 26mm commander delivery system balloon. The patient was noted as to be stable after the procedure and surgery.